Manufacturer narrative:
(B)(4). Medical products, hemoglobin lyse list (B)(4). Hemcal plus calibrators list 8h57-01, cell-dyn 26 qc list 8h59-01 lots unknown. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 3700 analyzer is intermittently generating discrepant hemoglobin results. The initial result for one patient was 7.9 g/dl and the retest result was 13.7 g/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A field service representative (fsr) cleaned valves 11, 12, 13, 15, 46, 47, and 81 in the flow panel; the fsr replaced all tubings for these valves as well. The fsr checked the system voltage, vacuum system and pressure; all were in good condition. The instrument was within specifications, no further investigation was required. Product labeling provides instructions for problem identification, problem isolation, and corrective action. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the (B)(4) related to the reported issue.